Event description:
Rptr had a bilateral augmentation mammoplasty on 4/14/88. In the last 2 years she has been in constant, tremendous pain in both breasts and she feels very rundown most of the time (no energy).